Event description:
The physician reported that during a pacemaker replacement procedure associated to a patient with a very poor intrinsic rhythm, no capture or pacing was visible on the ECG after the device was attached to the lead. Another pacemaker was subsequently connected and implanted.

Event description:
The physician reported that during a pacemaker replacement procedure associated to a patient with a very poor intrinsic rhythm, no capture or pacing was visible on the ECG after the device was attached to the lead. Another pacemaker was subsequently connected and implanted.

Manufacturer narrative:
Preliminary analysis of the returned device evidenced operation in accordance with specifications.

Event description:
The physician reported that during a pacemaker replacement procedure associated to a patient with a very poor intrinsic rhythm, no capture or pacing was visible on the ECG after the device was attached to the lead. Another pacemaker was subsequently connected and implanted.